Event description:
It was reported that during an unknown procedure the titanium tip was broken during the pre-run test. Changed to a new device to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Potential reprocessing; a new blade cannot break unless it was cracked by prior use. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested on the generator and the hand control buttons was not functional. However, the device did activate when tested with the foot switch. During functional testing on gen04 an error code 5 was displayed. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. A probable cause of the device stop activating and display an error code 5 is blade damage. The blade was found to be broken at the discolored (blue) portion. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.